Event description:
Patient presented to the physician with redness and drainage at the chest incision site. Upon examination, the physician noted signs of possible infection and prescribed a 10-day course of antibiotics. Physician will re-evaluate following completion of the antibiotics.